Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The srt replaced aux pcba board and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, he found a damaged aux printed circuit board assembly (pcba), capacitor at location c108 was burned out. There was no patient involvement.